Manufacturer narrative:
Title: the intracavitary ECG method for insertion of a tunneled dialysis catheter without using fluoroscopy source: j vasc access 2015; 16 (4): 285-288 published online: march 18, 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, recently, there have been many reports that exact central vein catheter tip positioning was possible using intracardiac electrocardiographic (ECG) monitoring. The ultrasonic guidance in combination with intracardiac ECG monitoring may allow for a tunneled dialysis catheter to be inserted at the bedside without using fluoroscopy. Therefore, report was created on the intracavitary ECG method for insertion of a tunneled dialysis catheter with ultrasound guidance and the feasibility, safety, effectiveness, complications and limitations of this method. From april 2012 to june 2014, 142 hemodialysis (hd) patients who were dialyzed by a tunneled dialysis catheter that was inserted using intracardiac ECG monitoring without fluoroscopic usage were evaluated. The intracardiac p wave and the point at which it gradually rose to the highest p wave morphology was checked, inserting the catheter was stopped. The correct matching rate between the intracardiac ECG and chest posteroanterior (pa) view was 98.5%. Catheter malposition occurred in 6 out of 142 cases. A catheter was determined to be malpositioned when the tip was not in the section between the lower third of the svc (superior vena cava) and the upper third of the ra (right atrium). There was no reported patient outcome. Author : cho s, lee yj, kim sr year : 2015 publication : j vasc access.